Event description:
It was reported that during a cardiac ablation procedure, the guidewire would not come out from the tip of the catheter. The guidewire was replaced, but it did not improve, so the catheter was replaced, and the issue was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0013150379 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the guidewire lumen was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at the kink. In conclusion, the loop catheter failed the returned product inspection due to the guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.